Event description:
Our sales rep reported that post-op breakage of a monarch pedicle screw. The surgeon is planning to remove the hardware after the pr fuses. Little info is available at this time and it is not known if the products will be returned for eval.